Event description:
It was reported that the patient presented at clinic because their pacemaker had exhibited episodes of competitive atrial pacing (cap). Longevity overestimation was also noted. No intervention was performed, and the patient was stable.